Event description:
Patient was here status post cardiac surgery. Amiodarone 5 mcg/kg/ml IV, pump found with mg/ml wrong. Mg/ml on pump set at 8.2 mg/ml when it should have been at 1 mg/ml. Patient was not receiving enough of medication. Medical doctor was made aware and pump error corrected.